Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic with migration of pacemaker near the patient's armpit. The patient felt discomfort, so the physician decided a pocket revision. On (B)(6) 2019, the patient was brought to the lab to revise the pacemaker location and place the device sub pectoral. During the procedure the physician decided it was best to replace the device. The device was replaced and placed sub pectoral without incident. The device was retained by the hospital.